Manufacturer narrative:
Investigation including root case analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during cataract surgery, there was too much vacuum. The staff attempted to troubleshoot by exchanging the handpiece and tip, but still experienced too much vacuum. They then exchanged the cassette and tubing which solved the problem. The status of the patient is unknown at this time. Additional information has been requested.